Event description:
It was reported that boston scientific technical services (ts) was called about high out-of-range shock impedances of 126 ohms on the right ventricular (rv) lead. Ts noticed impedance had been gradually increasing. Programming options were discussed. Also, the right atrial (ra) lead pace impedance had been high out-of-range (greater than 2000 ohms) for many months and exhibited loss of capture with no asystole. Later, the rv and ra leads were explanted as a result of the high out-of-range impedance measurements. The physician elected to replace the device as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed.

Event description:
It was reported that boston scientific technical services (ts) was called about high out-of-range shock impedances of 126 ohms on the right ventricular (rv) lead. Ts noticed impedance had been gradually increasing. Programming options were discussed. Right atrial (ra) lead pace impedance had been out-of-range for many months. The device and leads remain in service. No adverse patient effects were reported.